Event description:
On 5/28/96, pt augmented bilaterally with saline implants. No apparent problems with implants at all. Pt now desires larger, silicone gel implants. On 11/6/98, bilateral saline implants removed intact. Pt augmented bilaterally with silicone gel implants. Old implants given to pt per her request.